Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2015, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Patient code (B)(4) captures the reportable event of unspecified injury. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a sub-urethral sling and cystoscopy procedure performed on (B)(6) 2015. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.